Event description:
Sorin group received a report that the scp displayed an error message. There was no pt involvement.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the scp. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of the customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The product was returned to sorin group (B)(4) for evaluation. Testing of the device was unable to reproduce the reported issue. The customer was provided a replacement and the returned device was scrapped as a precaution. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.